Event description:
It was reported that the patient presented with severe degenerative disc disease with spinal stenosis and spondylolisthesis from l2 to l5. The patient underwent l2-l5 posterolateral fusion using posterior instrumentation, right iliac crest bone graft, local bone, and rhbmp-2/acs. The patient¿s post-operative period was marked by complications which included the need for additional surgery, medical treatment, pain, nerve damage, nerve impingement, and ectopic bone formation. The patient experienced physical and mental pain and emotional/mental damage.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.